Event description:
An outback re-entry device was then used to attempt to re-enter the true lumen but was ultimately unsuccessful. Multiple attempts were made. The 0.014" wire was withdrawn into the re-entry device with the needle closed and while removing the wire it felt as if it snagged on the reentry device and it appeared that a small amount of the tip of the wire was shorn off in the subintimal space, further attempts were made at crossing the lesion antegrade but were ultimately unsuccessful. A balloon angioplasty was then performed of the right popliteal and femoral artery with a 4 mm x 200 mm plain balloon. Repeat angiogram showed good result but with residual stenosis. A second 5 mm x 200 mm balloon was inflated to 5.3 mm. A 5.5 mm x 150 mm supera self-expanding stent was then inserted to the knee joint and deployed. Repeat angiogram showed excellent results but there was still residual stenosis above the area of the stent and the broken wire was visualized in a side branch. A second supera, 5.5 mm x 150 mm was inserted and deployed further opening the femoral artery and fully excluding the sheared off wire. Completion angiogram was performed which showed excellent results with rapid flow to the foot. Reference report: mw5152292.